Event description:
A (B) (6) (B) (6) male child, while at the doctor's office, placed his right hand inside of a vial of preservcyt solution and swirled it around. The msds for preservcyt was faxed to the customer. The child did not display any adverse effects and did not require further medical attention.